Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an ent procedure, the evac coblation wand was sparking and burning. The procedure was completed with a significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an ent procedure, the evac coblation wand was sparking and burning (head of the wand was burnt and blackened). The procedure was completed with a significant delay using a smith and nephew back-up device. No further complications were reported. Patient¿s health condition is good.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The return electrode and spacer looks burned. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma and coagulation. No sparks observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image shows the spacer and return electrode of the wand burned. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include contact with metal objects while activating the wand which may damage the tip. No containment or corrective actions are recommended at this time.